Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the irritation as under the hydrogels and was red, raised and weeping. There was no alleged device malfunction contributing to the irritation. The outcome of the rash is unknown as follow up attempts were unsuccessful.